Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, a decreased atrial sensitivity was observed. Ams episodes revealed atrial noise. This noise was reproduced with arm movements. Impedance was in stable range. Patient was asymptomatic and stable. The physician decided to see the patient in six months to reassess.